Event description:
Customer reportedly received results of 440 mg/dl and 105 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspected device, however, customer no longer has the test strips; replacement was sent.